Event description:
Broken abutment stuck in the implant. Fractured parts of abutment could not be removed from dental implant. Implant needed to be explanted.

Manufacturer narrative:
Broken abutment stuck in the implant. Fractured parts of abutment could not be removed from dental implant. Implant needed to be explanted. Collateral damage. No product problem detected.

Event description:
Broken abutment stuck in the implant. Fractured parts of abutment could not be removed from dental implant. Implant needed to be explanted.